Manufacturer narrative:
Additional info received by medical device specialist on june 3, 2015. An integra dermatome blade was used with the integra dermatome. Integra has completed their internal investigation on (B)(6) 2015. Device history record reviewed for s-691 manufactured on november 02, 2007 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework no manufacturing or design related trend has been identified. In summary the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product. If end-user continues to experience issues with graft quality, further training is recommended. See scanned page.

Manufacturer narrative:
Add'l info received on june 19, 2015. Initial surgery date: (B)(6) 2015. Procedure: split thickness autograft, skin graft leg, first 100 sq qr or less. Issue: dermatome placed in position to take graft, it was turned on and it stuttered and stops resulting in a laceration needing stitches. Pt aware not sure of status.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the dermatome device "cut deeper than indicated resulting in stitches." Additional information requested.